Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, customer observed the insulin in the tubing to be ¿moving back and forth¿. The customer's blood glucose level was 247 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.